Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a three way tubing was separated at the tubing and the second port. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and revealed that the tubing was separated from the y-site clear link. The reported condition was verified. The cause of the reported condition was determined to be a human production issue. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.